Event description:
Patient was presented w/a painful knee. Upon manipulation of the knee & patella it was confirmed to be a possible loose patellar implant. On 12/11/92 surgery was performed & at that time the patella component was found to be loose & seperated from the bney patella. A duracon all plastic patella was re-implanteddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.